Manufacturer narrative:
The reported observation of ¿replace generator soon¿ was confirmed. The returned device had declared elective replacement indication (eri) on (B)(6) 2020. A longevity calculation could not be calculated as the logs were incomplete and there were no patient programs due to the unsuccessful repair attempt that corrupted the files.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg began displaying end of life messages prematurely. As result the ipg was replaced and therapy was restored post-operative.